Event description:
It was reported per expedited quality review (eqr) report. Pump was on patient. Symptom - the intra-aortic balloon pump (iabp) had helium loss alarm problems. Actions: after a deep investigation the power supply has been seen as possible cause of the helium problems. Iabp serial number (B)(4). Additional information received on (B)(6) 2013, from the field service representative stated that there is no information available regarding the patient outcome.

Manufacturer narrative:
(B)(4).